Event description:
On (B)(6) 2011, the patient contacted animas alleging the label on the back of the pump was peeling. The pump was returned to animas and evaluated. A visual inspection of the device confirmed that the serial cover was peeled off. The keypad appeared to be intact with no lifting or peeling observed. The "ok" button was not clicking and springing back during testing. All keypad buttons were intermittently responding and required excessive force to activate during testing. The keypad was removed for further investigation. All the key contacts were observed to be inverted and were not always springing back. Evidence of keypad adhesive was found under all key contacts. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the pump revealed that keypad button presses did not activate desired pump functions. There is no evidence however that the reported keypad issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.